Manufacturer narrative:
The insulin pump was received with blank display due to electronic assembly damage by moisture. The pump was unable to perform functional test, including self-test, error test, rewind, and basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with cracked case at display window corners, minor scratched lcd window, moisture traces and stained at lcd screen. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 106 mg/dl. The customer stated that she was sitting in the bathroom in which she passed out and the doctor thought she had a heart issue. The doctor stated that the customer had fluid in her lungs and phenomena. The customer was released from the hospital tuesday morning. The customer stated that there were air bubbles in the insulin pump. The customer stated that there is liquid on the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.